Event description:
Hosp advised that an infusion of propofol was set up on channel a at 5:30 a.m. Using a new administration set and container. Propofol was in a lipid solution and had been refrigerated. Solution was 1000mg propofol with 100cc lipids. The pt had been on this dosage for atleast three days. The user indicated that they turned off the channel, replaced the bottle of propofol and the administration set with the roller clamp closed, then hit the restore key. The pump came on at the previous rate, then the user unclamped the tubing. Between 45 minutes to one hour later, (app 6:00 a.m.) The pump alarmed, user noted that the pt's blood pressure was low and the bottle of propofol was completely empty. User stated that within a few moments the pt's blood pressure went back to normal. Drug rate calculation mode was used to program rate. Parameters were 35mcg/kg/minute. This was the only infusion running at the time. This occurred in neurocritical care. There was no pt consequence.